Manufacturer narrative:
(B)(4).

Event description:
It was reported that cgm app and os incompatible due to unsupported os on smart device occurred. On (B)(6) 2025, the patient reported experiencing a hypoglycemic episode while he was asleep. He did not receive any alarms or notifications, which appears to be due to his ios version being incompatible with the g6 app. His brother had to intervene and wake him up, and the patient reacted abruptly upon waking (patient was asleep and did not lose consciousness). The patient then "snapped and I beep the elbow all out of me." He then drank a coke. At the time of the report the patient was fine. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for evaluation. An alert/notification settings issue was undetermined. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined.